Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Pod download data showed an 0x69 hazard alarm generated, indicating occlusion during runtime (threshold exceeded at end of bolus). The actual cause of the hazard alarm generation could not be determined. Generation of hazard alarm stopped the delivery of insulin. Bottom and middle batteries were measured to be slightly low. Shelf mode current was measured to higher than the specification limit, that contributed to low battery power. It could not be determined if this finding linked to the hazard alarm generation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached between 350 mg/dl and 400 mg/dl while wearing the pod between 24 and 36 hours. Patient's father stated the adhesive was coming loose and the cannula dislodged from the infusion site (arm). As treatment, a new pod was applied and a bolus was delivered.